Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03267, 0001822565-2022-03268, 0001822565-2022-03270, 0001822565-2022-03271, and 0001822565-2022-03272. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported fractured provisionals and shims missing ball bearings were received via the worn instrument return program. There was no known patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h7, h9, and h10. Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of use (nicked or gouged) and has one ball bearing missing. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.